Manufacturer narrative:
(B)(4) date sent: 1/18/2016. Concomitant medical products: information was not provided by the contact. Batch # (B)(4) the analysis results showed that the tl90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an ileostomy closure procedure, the surgeon used the device to close the anastomosis and after he fired the device he noticed that there was an irregular staple line, when he looked at it he saw some staples outside the staple line that were not even closed into a b shape and some of the staples inside the staple line that were not closed correctly and was hanging on the tissue. He sutured the staple line in order to be on the safe side. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.